Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was some liquid had spilled inside and thermal damage on the cable to the controller board connector. A field service engineer replaced drawer, moved trays from old to new drawer, configured pockets in diagnostics and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer failed with burning smell. The customer reported the issue did not occur when issuing medications therefore there were no delays there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI) and medical device model and section g manufacturing location. The reported condition of anesthesia es - drawer failed with burning smell was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer 1 I-18 pyxibus mini drawer was not detected on the bus, with evidence of liquid ingress inside the unit and thermal damage observed on the cables and controller board connectors across multiple right side mini drawers (1.4, 1.5, 1.6, 1.10, 1.11, 1.12, 1.16,1.17, 1.18); corrective actions included replacement of the controller, replacement offour mini engines, and subsequent drawer replacement due to persistent short condition affecting drawer 1.12 and causing additional failures, after which the system was reconfigured, tested in diagnostics, and returned to normal operation with failures cleared and functional validation completed during dchu visual inspection: pn 133456-03: all units exhibited the same thermal damage on the five flat flex cable with burned pins at the pocket connector interfaces. Pn 133457-03: the unit exhibited thermal damage on the three flat flex cable with burned pins at the pocket connector interfaces. Pn 126265-01: the unit exhibited thermal damage affecting multiple pocket connector interfaces (p1, p2, p3, p8, p10, p11), with fluid ingress observed. During dchu testing: pn 133456-03: no further testing was necessary as all five flat flex cables exhibited evidence of thermal damage with burned pins at the pocket connectorinterfaces. Pn 133457-03: no further testing was necessary as all three flat flex cables exhibited evidence of thermal damage with burned pins at the pocket connector interfaces. Pn 126265-01: no further testing was necessary due to thermal damage observed which affected multiple pocket connector interfaces (p1, p2, p3, p8, p10, p11), with fluid ingress observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the reported issue anesthesia es drawer failed with burning smell was due to damage on the pcba ctrl mini drawer pyxibus, which exhibited thermal damage and fluid ingress affecting multiple pocket connector interfaces (p1, p2, p3, p8, p10, p11), leading to an electrical overcurrent condition that impacted the flat flex cables of pn 133456-03 and pn 133457-03, resulting in a short circuit condition and loss of communication on the bus.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed with burning smell. The customer reported the issue did not occur when issuing medications therefore there were no delays. As per part investigation, it was determined that thermal damage and fluid ingress on the pcba ctrl mini drawer pyxibus, leading to overcurrent, short circuit, and loss of bus communication. There were no adverse events or injuries reported based on this event.